Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03812 for the exalt model b scope and report number 3005099803-2024-03811 for the exalt model b controller. It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope during a neck trauma procedure; the procedure date is unknown. During the procedure, the exalt b monitor shut off. It then was turned back on. The monitor was plugged in and charged. It is unknown whether the procedure was completed with the original monitor or an additional exalt b monitor. There were no patient complications reported as a result of this event.